Event description:
Doctor reports that screw iuniht fractured in tooth location # 31. Doctor was able to remove the fracture portions from the implant and the implant is fine. Doctor replaced the screw.

Manufacturer narrative:
This report is being submitted to relay additional information. The catalogue and lot number have been updated. The following sections are being reported:

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was updated to 4109. H6: results code was updated to 3252. H6: conclusions code was updated to 4307. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of a fractured screw was confirmed. Visual inspection of the as returned product identified that the screw had fractured across the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was not completed as the device lot number was not provided. A complaint history review was completed for the reported item number for similar events and no complaint about nonconforming products was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Additional 510(k) number is k072642.

Event description:
Doctor reports that screw ilrght fractured in tooth location # 31. Doctor was able to remove the fracture portions from the implant and the implant is fine. Doctor replaced the screw.